Event description:
Spontaneous call from pt. Pt informed the pharmacy that her legacy pump serial number (B)(4) is stating high pressure alarm with no blockage from pump to IV site. She switched to her other pump and is working fine. Pharmacy is shipping patient new pump and a return box for the malfunctioning pump to be sent back. No other information is known. Error occurred while in use by the patient. Patient did not experience any "ads". Reported to (B)(6) by: patient/caregiver.